Event description:
It was reported that both the atrial and ventricular leads had high thresholds. Both the atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead was returned to the manufacturer and analyzed and no anomalies were found. The lead conductor distal was pulled/stretched/overstress. The lead conductor proximal and lead conductor distal had blood not obstructed. The lead distal electrode was covered in blood, body tissue/fibrotic growth. The lead outer insulation was breach cut and breach melted. The lead inner insulation had cosmetic metal ion oxidation (mio). The outer insulation cosmetic had a white substance and environmental stress cracking (esc). The lead was stretched and had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.